Event description:
The customer reported the system displayed a high ma error. No reports of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack assy was replaced. Also, the filament was recalibrated. The system was tested and found to be working as intended, and put back into service.